Event description:
A customer obtained positive results on a patient sample which when tested using an alternative method was found to be negative. False positive anti-hbs results are a risk to public health. There was no report of patient harm as a result of this event.